Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Concomitant medical products: unknown saline implant. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported from USA that a patient underwent breast augmentation primary on (B)(6) 2003 and experienced left side breast cancer discovered during annual mammogram. Cancer was later confirmed via ultrasound and biopsy on (B)(6) 2020. No further information was provided regarding this case. Should more information become available, this case will be re-assessed and notes will be updated. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.